Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have the ceramic sleeve dislodged from its normal position on the yaw pulley. Ceramic sleeve does not have missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve. The probable root cause of a dislodged ceramic sleeve is attributed to the manufacturing process. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument had a black broken part near the tip. The procedure was completed with no reported injury.